Manufacturer narrative:
(B)(4). One (1) 5mm dual-lead tap (product code: 2797-02-500, lot number: ng44469) was returned to the customer quality unit (cqu) on (B)(6) 2017. The distal tip of the tap was broken off at its 30mm graduation mark. Device was then sent to fracture analysis. Optical imaging of the tap tip reveals that the surface exhibits rough surface characteristics that extend across the entire surface suggesting the tap underwent a static overload failure. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the 5.0mm tap breaking at its neck cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a potential root cause may be static overload failure due to excessive force inadvertently placed on the next of the tap during use, resulting in the tap breaking. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was tapping pedicle and tip of tap broke off. Tip was removed and discarded. Surgeon was driving expedium poly 9x80 into ileum and tip of poly driver sheared off. Later discovered that 9x80 poly mechanism was broken. Both tip and poly removed, no complications. Patient had hard bone.